Event description:
It was reported that the patient experienced severe pain, shaking, and sweating for 3-4 days. The patient visited the hospital 3 times. The last time the patient was admitted to the hospital. It was unknown when the patient's next refill was scheduled or what medication was in the pump. Additional information has been requested, but was not available as of the date of this report.